Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested but unavailable: please, clarify this event. When the ¿clamp did not open the jaws¿ were the jaws closed? Did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired? ¿ did the surgeon continue the case with this same device? When the device ¿came back with its non-operative jaws¿ was the moveable top jaw missing (completely detached) from the device? Or, did the ceramic (on the lower non-moveable jaw) separate or break off? Or. Did the electrode (on the lower non-moveable jaw) separate or break off? Did the detached part fall into the patient? Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during a laparoscopic partial cystectomy procedure, after one and a half hour of surgery, rep was informed by the surgeon that the coagulator scissors had broken. The surgeon showed the rep that the clamp did not open the jaws, only the cutting blade was running. Per the description of the event by the surgeon, the scissors did not cut the fibrous tissue, the parts of the scissors that generate the clotting were glued together, he pulled the scissors to be removed. He tried for the second time and the same thing happened, but when he removed the tweezers it came back with its non-operative jaws. Scissors replaced by a similar one.to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9343u. The device was received with the bottom of the I-blade lower tip broken off not returned in addition the top jaw was returned attached to the instrument. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.